Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no reported adverse effect to customer's blood glucose level. Customer declined further troubleshooting.

Manufacturer narrative:
Device not returned.